Manufacturer narrative:
Additional information manufacturer's investigation conclusions: the report of low flow alarms was confirmed through the analysis of the submitted log file. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms were due to outflow graft thrombus. A direct correlation between the device and the reported outflow graft thrombus could not be conclusively determined. The submitted system controller log file captured low flow hazard alarms throughout the majority of the log file, with flow above the 2.5 lpm threshold only ten times. No additional atypical alarms were captured, and the log file appeared to show the pump functioning as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with low flow alarms that had been occurring since early that morning. The patient was otherwise asymptomatic. A CT scan showed extensive thrombus in the outflow graft. As any intervention would reportedly have been very high risk due to the patient's comorbidities, the patient was placed in palliative care. The device was intentionally disconnected and the patient expired. No further information was provided.